Event description:
It was reported that the battery of this cardiac resynchronization therapy defibrillator (crt-d) longevity dropped from 4 years to 3 years in a span of 3 months. Boston scientific technical services (ts) reviewed setting and discussed that both auto in right ventricular (rv) lead and left ventricular (lv) lead looks like spending a lot of time in suspending outputs. Ts discussed to consider fixed outputs on rv and lv considering the variability in the threshold testing to help stabilize power consumption. This device remains in service. No adverse patient effects were reported.